Event description:
This male patient (age unknown) was presented to the interventional lab for an angioplasty and stenting procedure of the external iliac artery (side unknown). There is no information as where the physician made access to the patient. The physician had no difficulty accessing the lesion with a guidewire and the lesion was pre-dilated with a slalom 3mm x 4cm balloon. A stent was deployed and post dilated with a pf-p3 balloon that, upon inflation with an inflation device, ruptured at 7 atmospheres. The physician used another pf-p3 balloon to complete the procedure. There were no reported complications to the patient.